Manufacturer narrative:
Device received with critical pump error and broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify frozen screen or pump error or this alarm is generated when a power failure is detected or unexpected battery power loss due to open book.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a critical pump error as well as motor safety circuit failed test and this alarm is generated when a power failure is detected. The customer¿s blood glucose was unknown. Customer stated that alarm did not clear by selecting ok. Customer also stated that they received frozen screen. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.